Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 30mg/dl due to non-tandem continuous glucose monitoring inaccuracies. Soda and sugar were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management. Additionally, the customer had been experiencing difficulty charging the pump with the usb cable. The pump was able to be charged with an alternate usb cable.